Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the bending section cover had a scratch. The adhesive on the bending section cover had a chip. The control unit had a scratch. The grip had a scratch. The up/down angulation lever plate had a scratch. The right/left plate had a scratch. The angulation lever had a scratch. Switch 1 had a scratch. The right/left lever had a scratch. The video connector case had a scratch. Switch 1 had discoloration. The light guide connector had a scratch. The light guide cover glass had a scratch. The video connector had a scratch. The label on the video connector was peeled. Due to damage on forceps elevator, lock engagement lever (sp), the bending section could not be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed error code e216 (scope communication error) with no image. The issue was found during preparation for a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the image sensor unit may be damaged (such as wire breakage) due to usage stress, external factors, or handling, or parts mounted on the electrical board (ic chip, capacitor, etc.) May be damaged. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. "[Inspection of endoscopic images]. Check whether normal light observation images and nbi observation images appear normally. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. Observe the palm etc. Using normal light observation images and nbi observation images. Make sure the lighting is on. Adjust the light intensity to get the appropriate brightness. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. Operate the endoscope's angle lever to bend the curved part. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing." Olympus will continue to monitor field performance for this device.